Event description:
The ez35w was used during an lavh. The device jammed after second firing. The surgeon could not squeeze the black firing trigger. 10/15/96 the case was completed with another ez35. There was no consequence to the pt.